Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The product was found to have cracked joints before and during use, resulting in fluid leakage.

Event description:
No new information.

Manufacturer narrative:
The complaint of a damaged q-syte connector was confirmed from the photograph that was provided for investigation; however, the root cause could not be determined. The threaded end of the top body appeared to be damaged and deformed. It appeared that liquid was located inside the male luer of the q-syte connector, which indicates the device may have been used. The physical sample was not provided for investigation; therefore, the cause of the reported issue could not be determined. There were no other similar complaints from the implicated lot. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no related issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. We appreciate you taking the time to bring this observation to our attention. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends. We regret any inconvenience this incident may have caused you and your facility.